Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not heating on the arctic sun device. Target temperature was 36c, patient temperature was 35c, water temperature was up to 41c, and there was good flow. Ms&s explained that device was responding appropriately. Ms&s stated water temperature warm to bring patient up to target, the nurse stated but they were in the cooling phase. Ms&s explained that if device was still cooling the patient would continue to drop in temperature.

Manufacturer narrative:
Per additional information received, bd has determined that this event is not a reportable event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
T was reported that the patient was not heating on the arctic sun device. Target temperature was 36c, patient temperature was 35c, water temperature was up to 41c, and there was good flow. Ms&s explained that device was responding appropriately. Ms&s stated water temperature warm to bring patient up to target, the nurse stated but they were in the cooling phase. Ms&s explained that if device was still cooling the patient would continue to drop in temperature. Per follow up 1 on 22oct2020 via nurse, stated all issues were resolved via troubleshooting. The patient completed the therapy with no further issues.